Event description:
Additional information reported that ¿as soon as the elective replacement indicator (eri) was detected, impedances were checked.¿ impedance testing found ¿normal¿ impedances ¿between 900-1200¿ ohms. The ins remained implanted at the time of follow-up and was to be explanted as soon as the replacement device was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported over four months later that the responsible physician has no information about this case. No further information is able to be obtained.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) battery had depleted and reached ¿end of battery life.¿ the patient had experienced ¿no more stimulation since (B)(6) 2014.¿ the patient¿s ¿physician assumed premature battery depletion.¿ the ins was replaced as a result of the event. There were ¿no known acute effects on the subjects.¿ additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).